Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient developed rash from the adhesive patches. The patient was prescribed antibiotics. The patient was doing well.